Event description:
Related manufacturer reference number: 2017865-2023-10893. It was reported that the patient presented to the hospital for a pacemaker revision procedure on (B)(6) 2023 as patient was experiencing discomfort. While attempting to re-position the right ventricular (rv) lead, it was noted that there was an insulation break on the lead. The pacemaker was repositioned and the rv lead was fixed using suture sleeves and adhesive, and was implanted back in the patient during the same procedure. The patient was in stable condition.